Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited distal end had residual liquid and inside of light guide lens had a stain. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It is unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined as to why the residual liquid remained at the distal end. As for the foreign material remaining inside the lg(light guide)-lens: the lg-lens glue was peeled off, likely due to physical stress by hitting/dropping the distal end, chemical stress by chemical solutions, or the like. Subsequently, humidity invaded the lg-lens and caused corrosion. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventive measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.